Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode. Unit received with buttons unresponsive due to flattened button dome switch (creased). No moisture damage noted on keypad assembly. J1 connector on pcba 1 was inspected and properly connected. Unable to performed the displacement test, rewind, seating and basic occlusion due to button unresponsive. Unit received with cracked retainer, cracked case at battery tube side, minor scratched display window, pillowing keypad overlay and scratched case. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the button pad has fallen off of the pump. The blood glucose was 15 mmol/l at the time of the incident. Customer advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.